Event description:
It was reported by the patient they observed leakage from PICC site. Not observed by staff. Patients oncology team contacted and as per cns PICC to be pulled to prevent sepsis. PICC removed intact and flushed with 0/9% nacl fracture observed in several places throughout line. PICC line removed, oncology team updated and nurse in charge informed. No injury to patient reported, no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and was determined to be use related. The product returned for evaluation was a single lumen powerpicc solo with a needleless injection cap. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 22cm and 23cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient they observed leakage from PICC site. Not observed by staff. Patients oncology team contacted and as per cns PICC to be pulled to prevent sepsis. PICC removed intact and flushed with 0/9% nacl fracture observed in several places throughout line. PICC line removed, oncology team updated and nurse in charge informed. No injury to patient reported, no other information was provided. Additional information was received for this event as part of a focus survey: it is unknown which vein the device was inserted into. Exit site marking 3cm. Secured with secureacath. Oncology treatment including encorafenib" infused through the PICC. No catheter interventions to address occlusions with this PICC. Break was inside the patient at the 23cm mark. Catheter site cleaned with chloraprep 3ml 2% chg 70% ipa during a dressing change.

Event description:
It was reported by the patient they observed leakage from PICC site. Not observed by staff. Patients oncology team contacted and as per cns PICC to be pulled to prevent sepsis. PICC removed intact and flushed with 0/9% nacl fracture observed in several places throughout line. PICC line removed, oncology team updated and nurse in charge informed. No injury to patient reported, no other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.